Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo and there was blood on the proximal conductor.

Event description:
It was reported that during diagnostic testing, it was observed the slack in the lead had ¿flipped up¿ around the apex of the heart. The proximal end of the lead was cut and removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.